Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated yesterday she had a really bad accident that caused her to not stop voiding. The patient stated that it's like she is having regression problems. The patient tried to increase stim but that hasn't resolved the issue. The patient mentioned increasing to 1.8v was uncomfortable so she decreased to 1.7v. Stimulation was successfully changed from p3 at 1.7v to p4 at 3.0v and felt comfortable in the bike area. On the call, patient mentioned that she may feel stim down some of her leg. The patient had a fall and was considered related to this issue. The patient was redirected to follow up with hcp and to monitor symptoms now that a change was made and to follow up with hcp if doesn't resolve. No further patient complications are anticipated or expected as a result of this event.